Manufacturer narrative:
Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. This is the 1st complaint for lot # 9018598 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: it was recommended to ask the customer to verify their system. It could be that this catalog # was uploaded with the incorrect description. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd posiflush¿ sf saline syringe barcode scanned as "heparin" instead of "normal saline" before use. The following information was provided by the initial reporter: "it was reported the product is scanning as heparin but the catalog states the product is normal saline. Verbatim: upon scanning, we received a warning stating the barcode does not match the appropriate product."